Event description:
The error occurs due to the behavior of xvi when it detects multiple contours with the same label. It is a result of differing interpretations of the dicom standard. Focal assumes that there are two separate ctv volumes. Xvi assumes all contours are connected to one volume.

Manufacturer narrative:
The investigation into this incident is ongoing at this time. Once the investigation is complete, elekta will forward additional information to the FDA.